Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant high results for crp, na and creatinine on a cobas 6000 c (501) module. It is not clear if the results are from 1 patient sample or 3 different patient samples. The initial crp result was 180 mg/l. The repeat result was 120 mg/l. The initial na result was 160 mmol/l. The repeat result was 140 mmol/l. The initial creatinine result was 300 (unit not provided). The repeat result was 54. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found a blocked rinse nozzle on the rinse station. The fse cleaned the nozzle and the module was operating within specification. The investigation determined the blocked rinse nozzle was the root cause of the event. Insufficient cell rinse causes carryover. The customer has not had any additional issues since the service visit.